Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, the follow defects were found, defects of control body (including switches), deformation or breakage due to physical stress, defects of connector, adhesive of bending section is chipped or peeling off, and image problem, compromised image (blur/abnormal color tone) due to damage of charged coupled device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be conclusively established. A possible cause includes defect of charged coupled device (ccd) unit or failure of internal board of scope connector or the system. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility submitted service request on an endoeye flex deflectable videoscope for suspected disconnection issue. Upon inspection and testing of the customer returned device, the unit exhibited abnormal image color tone due to damage of the charged coupled device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.